Event description:
A coronary stent with delivery system was successfully deployed at the target lesion site in the patient's saphoneous vein graft to the obtuse margin. Subsequently, the vein graft was observed to be perforated. The patient was sent to surgery for stent explantation. There were no clinical sequelae reported relative to this event.